Event description:
Customer reportedly obtained a result of 271mg/dl on the advantage system and 138mg/dl on the professional system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.